Event description:
A surgeon reported a patient seeing flashes in the peripheral vision following intraocular lens (iol) implant surgery. The patient was referred to another surgeon who performed a yag procedure. This surgeon reported having difficulties doing the yag as he was having trouble visualizing the lens due to glistenings. Following the yag, the patient still sees flashes and now reports having blurry vision. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/14/2009 and 05/22/2009 by phone, fax, and mail. A completed questionnaire has not been received and no further information is expected.